Manufacturer narrative:
It was reported the driver was functional and not damaged. An investigation was completed and consisted of an evaluation of the product design history file documents and the information provided related to the event. The drive was not returned for investigation. The information provided indicates there was no malfunction of the driver. The investigation determined the cause of the driver slipping off the screw head was due to a failure to seat the driver completely into the screw head. The event is related to use error.

Event description:
A patient underwent a transverse lumbar interbody fusion in 2007. During the surgery, the surgeon decided to change the position of one polyaxial screw. During reimplantation, the tip of the screwdriver slipped off the head of the screw and cut the dura. The dura was repaired and the case completed without further injury or adverse outcome to the patient.